Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the proximal metal hub disconnected to the handle and the needle was fully advanced. The needle could not be retracted in to the sheath due to the metal hub being disconnected. The handle provided no resistance and the needle did not seem to be moving inside the sheath or the handle. The handle was disassembled for further evaluation, and it was confirmed that the needle was disconnected inside the handle and there was evidence of solder on the hub and the needle. A lab meeting was held with quality engineering, production leadership from metals, and manufacturing engineering on 18 october 2023. No manufacturing discrepancies were present, confirming the needle and handle were assembled correctly during the manufacturing process. It was determined that the handle was broken and detached due to the disconnection of the metal hub. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed the report of the needle breaking and detaching at the handle end due to the metal hub unthreading and breaking off. A root cause was not able to be determined for the breakage and detachment. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use the instructions for use also cautions the user that, "during needle adjustment or extension, ensure device has been attached to accessory channel." Attaching the needle to the endoscope will also aid in preserving the device integrity and function. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Upon completion of endoscopic ultrasonography fine needle aspiration, the physician was using a cook echotip ultra endoscopic ultrasound needle. It was reported that at the end of the case, the technician was pushing air through the syringe attached to the proximal hub of the needle. When she went to remove the syringe, the metal hub broke off [needle breaks]. The procedure had already been completed with the device in question. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This investigation is ongoing. A follow-up emdr will be submitted within 30 days of this report.